Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump screen intermittently requested to remove the cartridge and install a filled cartridge. The customer stated that did not believe that the load sequence was entered. Tandem technical services confirmed there were no alarms in the pump logs. During troubleshooting with tandem technical services the customer was able to reload the cartridge successfully. There was no reported impact to the customer's blood glucose level.